Manufacturer narrative:
(B)(4). A visual, dimensional, functional, inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history review could not be conducted since the lot number and product code was not provided. No corrective action can be implemented due to the lack of product code and batch number to perform a proper investigation to determine a root cause. Customer complaint cannot be confirmed due to the lack of product sample and batch number to perform a proper investigation and determine a root cause.

Event description:
When the physician loaded capio with suture, and suture bullet was plunged/loaded it would not fire. Physician attempted a second time and the bullet came off suture when physician loaded bulled on head of capio. No patient complications.